Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the staple jaws were closed and the firing knob was fully advanced. The firing knob was retracted and the jaws were opened. The single use loading unit (sulu) was observed to be fully fired. The interlock on the sulu was broken leaving the knife blade exposed. Part of the sulu interlock appeared to be cleanly cut. Microscopic inspection revealed no damage to the knife blade. The sulu was reloaded with staples and the instrument and sulu fired properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damage observed to the interlock is due to rough handling of the unit. The observed damage occurs when the instrument jaws are closed over a sulu with an engaged interlock. Additionally the cut in the interlock and advance knife blade indicate that the firing knob was advanced forcing the knife blade through the interlock. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, the stapler cut but did not deploy staples. There was no harm to the patient. Another device was used to complete the procedure.